Event description:
A report was received that the patient was having charging difficulties. The patient had a pocket revision where the ipg was repositioned which resolved his charging issues. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.